Event description:
In december 2000, pt underwent therasphere treatment to their liver via hepatic artery infusion and received 147 gy dose. Therasphere infusion was unveventful and the pt left hospital feeling well. First signs of liver disease progression were noted on abdominal MRI scan in october 2001, with hepatic masses showing increase in size. A chest CT in october 2001, showed disease progression with extensive metastasis involving both lungs. Social security death index registry lists this pt's date of death as 2002; 17 months after therasphere treatment. This death is not related to therasphere treatment; it is due to the disease progression in this pt's liver and lungs.